Event description:
When a plcr75b reload was fired via a plc75 and an idrivec in a distal partial gastrectomy procedure the reload failed to staple or cut the distal 2 cm of the tissue. Another plcr75b reload was used to complete the procedure.

Manufacturer narrative:
Patient's age and weight are unknown. The plcr75b reload was found to have some pusher damage, which is believed to have occurred while the reload was being loaded into its housing. A CAPA investigation has been opened to address this issue.